Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -9.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to low vault with no rotation. The problem was not resolved. Reportedly, "the vault was low after operation, and the doctor suggested observation or "replacement" of a larger lens, but the patient strongly requested to remove it."

Manufacturer narrative:
A4-a6:unk. H6: off-label use acd<3.0. Claim# (B)(4).

Manufacturer narrative:
Additional information: d9: return date: 11-dec-2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the lens haptic deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).